Event description:
The customer reports that the arterial cannula snapped when trying to insert into patient. The device was removed. Patient condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the arterial cannula snapped when trying to insert into patient. The device was removed. Patient condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened ra cath set for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the catheter body had separated adjacent to the catheter hub. Microscopic examination revealed that the point of separation was smooth and blunt, which is damage consistent with contact with a sharp object (needle bevel, scissors, scalpel, etc.) Causing the breakage. The guide wire was also kinked; however, based on the returned sample, it is being assumed that the catheter separation caused the kinking. The catheter body separated 6mm from the catheter hub. The catheter body total length could not accurately be measured as the separated portion of the catheter was too deformed to take an accurate measurement. The catheter body inner diameter measured .032", which is within the specification limits of .031"-.034" per the catheter extrusion graphic. The catheter body outer diameter measured .0447", which is within the specification limits of .044"-.047" per the catheter extrusion graphic. A lab inventory guide wire could not be completely advanced through the catheter as the separated portion was too deformed; however, the guide wire could pass through the proximal portion of the catheter. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not reinsert needle into catheter to minimize risk of catheter damage". The IFU also states, "to minimize the risk of cutting catheter do not use scissors to remove dressing". The customer report of a separated catheter was confirmed by complaint investigation of the returned sample. The catheter body was separated adjacent to the distal end of the luer hub. The point of separation was smooth and blunt, which is damage consistent with the device coming in contact with a sharp object (i.e. Needle bevel, scissors, etc). The returned catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the arterial cannula snapped when trying to insert into patient. The device was removed. Patient condition is reported as fine.